Event description:
It was reported that the battery contacts were damaged. The issue was found during testing, there was no patient involvement. The device evaluation noted a damaged downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found confirmed the reported problem. Upon further investigation, found corrosion on the main board and its connectors, and a damaged downstream occlusion (dso) seal. The dso sensor, dso seal, and dso bezel were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.